Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a low blood glucose level that required paramedics' response. Blood glucose level at the time of the incident was not provided. The caller stated that the customer was administered glucose shots until he became responsive. The customer's mother mentioned that the customer had 17 strokes. Caller reported that the insulin pump was leaking and damaged around the reservoir compartment. Caller also reported that the device had been exposed to high magnetic fields. The reservoir was not replaced or returned for analysis.